Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the invesitgation site.

Event description:
It was reported that the cuff of a portex® suctionaid soft seal cuff tracheostomy tube deflated during patient use. It was noted that the cuff had been checked according to the instructions for use prior to use. The fault was discovered when a "lower limit alarm of the airway pressure" sounded. The operator visually checked to see if the tracheostomy tube or the air circuit was disconnected, but no disconnection was found. A close look at the "pilot alarm" of the tracheostomy tube revealed that the cuff was "more deflated" as compared to "what it was filled with air". Even after refilling 5cc of air into the cuff, another air leak occurred. The operator then attempted to "suck air from it" using a syringe, but only 2cc was drawn. This was attempted four times within an hour, but the leak continued to occur. The tracheostomy tube was then replaced. The tracheostomy tube involved in the event was disinfected, and an air leak check was performed by submerging the tracheostomy tube with the cuff inflated. No leakage was found during that time. No patient injury was reported, and the outcome of the event was reported to be full resolution.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found no holes or discrepancies. Functional testing involved inflation testing and found no discrepancies. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed on 32 sample devices and found no issues. Based on the evidence, a root cause was unable to confirmed, no fault was found with the complaint device.